Event description:
In (B)(6) 2012, the patient underwent si joint fusion where three ifuse implants were placed. The patient began experiencing a recurrence of pain over a year later. CT imaging revealed possible lucency around the implants. In (B)(6) 2014, the surgeon performed a revision surgery where he removed all of the implants. The implants were removed with difficulty because they were all solidly fixed in the bone and required ostetomes to remove. He then placed iliosacral screws using the same holes.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is inadequate si joint fixation due to implant loosening. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7030-90, lot# 7628002578001, manufactured 05/31/11, expires 2014-07; ifuse implant, p/n 7035-90, lot# 7914003181006, manufactured 01/12/12, expires 2015-02; ifuse implant, p/n 7050-90, lot# 8047003363009, manufactured 04/24/12, expires 2015-07.